Manufacturer narrative:
Sections with additional information as of 20-aug-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Note: manufacturer contacted customer in a follow-up call on 14-may-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for erratic and high blood glucose test results. The customer is concerned with test results from back-to-back blood tests of 319, 152 and 134 mg/dl. The customer¿s expected fasting blood glucose test result is 200 mg/dl. Customer was not using proper testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 177 mg/dl and 169 mg/dl using truemetrix air meter. The product is stored according to specification in the dining area. The test strip lot manufacturer¿s expiration date is 09/23/2021 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history: (B)(6).